Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) and this left ventricular (lv) lead exhibited an intermittent loss of capture. Technical services (ts) noted the right ventricular (rv) lead was conducting to the lv lead. Ts suspected that the capture threshold may have increased. Ts discussed bringing in the patient into the clinic for further testing. This lv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.